Manufacturer narrative:
Medtronic received the following information from a journal article entitled; endovascular aortic aneurysm repair without type 2 endoleak using concomitant n-butyl-2-cyanoacrylate injection into the abdominal aortic aneurysm sac miura s, kurimoto y, maruyama r, masuda t, yanase y, iba y, nojima m <(>&<)> yamada a. Annals of vascular surgery 2020; 66: 110¿119 https://doi.org/10.1016/j.avsg.2019.12.006. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type ib endoleak, type ii endoleak the following adverse events were observed; rupture, access artery injury, renal failure, occlusion, lymphocele, aneurysm sac enlargement <(>&<)> re-intervention patient deaths were also reported but there is no causal link that the endurant stent grafts caused or contributed to these deaths.